Event description:
(B)(4). Since having the essure device placed, I have developed the following symptoms: allergies - take allergy shots, unexplained skin rash, flush, diagnosed with asthma - use inhaler and singulair, stabbing pain in abdomen and legs, extremely heavy menses, longer menses, large clots during menses, pain during menses, tingling of extremities, degenerative disc disease - 2 discs replaced, chronic and extreme fatigue, depression - wellbutrin, hair loss, constant metallic taste in mouth, chronic back pain - muscle relaxers, irritability. My insurance company paid for the essure placement and all subsequent follow ups. They have also paid for all of my medications that I am now taking because of the side effects.